Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic liver resection procedure, the probe came in contact with metal and broke off in the patient. The device fragment was retrieved with an unknown device. There was no unusual bleeding observed. The surgeon was cutting and sealing tissue when the breakage occurred. The generator settings were cut2/coag1 and a short circuit error message was observed. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the device was not physically inspected; however, the device successfully passed the probe check when connected to the generator. There were no abnormalities noted with the generator cable and no other equipment was replaced during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. Please the updates in sections. The device was returned to olympus for evaluation. Visual inspection was performed on the received device and found the probe tip detached. The broken portion was not returned and measured approximately 0.615¿. Further evaluation found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be in good condition, with no metal exposed.